Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to attach. Tech support advised customer to send in the capsule for inspection and replacement. There was no harm caused to patient due to the alleged device malfunction and no intervention required. An endoscopy was performed prior to procedure and the esophagus appeared to be normal. The vacuum source was medala and the vacuum pressure during placement was 550mmhg. The vacuum pressure when testing pre-procedure was greater than 660 mmhg but dropped when testing with finger. The device will be returned for investigation.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.